Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had button anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer states button sticking. Customer states that grinding noise while rewinding and priming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check. No back light anomaly noted. Device uploaded properly using carelink. The test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for 2 days. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No drive/motor anomaly or unexpected motor grinding noise anomaly noted. The motor was tested outside of the unit and passed. All buttons function properly. No unresponsive buttons noted. No damage noted on the keypad traces. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd was found locked properly. Device had stained end cap sticker and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.